Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used during a procedure performed in 2007 (a male patient; weight is unknown). According to the complainant, while physician using a papillatome (other brand, not bsc), the jagwire was caught in the tome and the coating of the tip peeled off. The physician retrieved it and another of the same type of jagwire was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The reported complaint was confirmed. The returned device revealed evidence of corrugated pebax exposing a segment of the core wire. The probable root cause of the defect was the papillatome device.